Event description:
A ventilator was returned to the manufacturer with an alleged detachable battery issue. There was no patient harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center the ventilator failed power on. The device's power supply board was replaced to address the issue. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge its internal battery. This particular malfunction for the power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources.